Event description:
After filling bag with 2250ml of standard 3 in 1 tpn solution. The bag began to slowly drip out at the side of the additive port. A spike was added to the bag and the solution drained. Sight of leak appeared to be a defect in the seal between the folds on the bag.

Event description:
After filling bag with 2250ml of standard 3 in 1 tpn solution. The bag began to slowly drip out at the side of the additive port. A spike was added to the bag and the solution drained. Sight of leak appeared to be a defect in the seal between the folds on the bag.

Event description:
After filling bag with 2250ml of standard 3 in 1 tpn solution. The bag began to slowly drip out at the side of the additive port. A spike was added to the bag and the solution drained. Sight of leak appeared to be a defect in the seal between the folds on the bag.